Event description:
The surgeon was using a fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant and the fixture mount was stuck to the implant. During the same surgery the doctor then removed the implant. Pt injury was not reported by the surgeon.